Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch batch. The unit returned has tip damage , as part of overall visual revision. The device has a kink approximately at 7 cm from its proximal end and another one on its distal tip. It has its distal tip peeled off. The outer diameter of middle of the device and proximal section were within specification; however, the overall length and the outer diameter of distal tip could not be performed because of the condition of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 26-jun-2018. It was reported that guide wire tip damaged occured. The 88% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. A 300cm v-14¿ controlwire® was advanced to cross the lesion. However, it was noted that the wire¿s tip was damaged while torqueing the wire. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal tip damaged (distal tip peeled off).